Event description:
It was reported to a physio-control service representative that during planned yearly preventive maintenance a third-party service agent observed that the customer's device displayed a service indicator and had a service code logged in the device's memory. The third-party service agent then removed and reinstalled the battery. After reinstallation of the battery, the device did not power up anymore. There was no patient use associated with the reported event.

Event description:
It was reported to a physio-control service representative that during planned yearly preventive maintenance a third-party service agent observed that the customer's device displayed a service indicator and had a service code logged in the device's memory. There was no patient use associated with the reported event.

Manufacturer narrative:
It was reported to a physio-control service representative that during planned yearly preventive maintenance a third-party service agent observed that the customer's device displayed a service indicator and had a service code logged in the device's memory. There was no patient use associated with the reported event. It was reported to a physio-control service representative that during planned yearly preventive maintenance a third-party service agent observed that the customer's device displayed a service indicator and had a service code logged in the device's memory. The third-party service agent then removed and reinstalled the battery. After reinstallation of the battery, the device did not power up anymore. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). The third party service agent evaluated the device and verified the reported failure. The customer advised the service agent that they wish to not repair the device and will be retiring the device due to the age and the costs associated with repair. The device was not returned to physio-control for evaluation. The cause of the reported failure could not be determined.